Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), during defibrillation an arc was heard from the electrode pads. After removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician continued treating the patient using the same electrode pads. Complainant indicate that the patient sustained a 2nd degree burn.

Manufacturer narrative:
The product was not returned to zoll medical corporation as the pads and packaging were discarded after use. Photos provided by the customer showed a second-degree burn and suggests the electodes were not properly adhered, likely due to loose skin at the placement site. This suspect coupling likely led to a concentrated current and burn injury. Analysis of reports of this type has not identified an increase in trend.